Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection did not reveal any anomalies. Bench analysis found that one supercap failed in-circuit, surge current was below normal and a battery removal test failed. After replacing a capacitor the battery removal test passed, the device stayed on for greater than ten seconds when the battery was removed. Conclusion: the battery removal failure was confirmed caused by a capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case, lower case, one bail cover, and battery drawer were broken and contaminated, one bail cover, ring cover, one bail and ring were missing, the atrial output connector was broken, the keyboard was scratched, the serial number label was torn, the lead flex cover was corroded, the battery contacts were compressed, and the device failed functional testing for battery removal due to the main printed circuit board (pcb) being out of electrical specification. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.